Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. During post-procedure echocardiography, a pericardial effusion was confirmed. Blood pressure remained stable, but the patient reported respiratory difficulties. Pericardiocentesis was performed and yielded an unspecified amount of volume. Pericardial drain was left in place. On post-procedure day 1, the physician reassessed the patient. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the adverse event likely occurred during ablation phase. Physician indicated that the smarttouch sf catheter may have perforated the cardiac tissue when the contact force increased as a result of breathing and pulsatile movement. There were no issues or errors reported on any bwi products or equipment during the procedure. There is no information regarding transseptal puncture, sheath, generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. Generator was set on power control mode. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).